Manufacturer narrative:
One video was received by our quality team for evaluation. In the video separation of the tubing from the stopcock was observed and the incident could be verified. A device history record review could not be performed on model 2423-0007 because a lot number was not provided by the customer. Though the incident could be observed in the video, a thorough investigation could not be performed due to no sample being received. This leads to no root cause being determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced component separation. The following information was provided by the initial reporter: customer response: are you able to provide a batch no. For the product reported? No. Was there any adverse event(s) as a result of the reported defect? No reported adverse events. We have had issues with the alaris IV tubing since the rollout. The tubing often seems to kink, come apart from IV catheters and at stopcocks. Today I was called in to an or where we were caring for a critically ill, infected patient, and the IV tubing could not stay intact. Luckily I was able to make a video of this. The anesthestist told me this was not the first time. The IV set used is 24230007.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced component separation. The following information was provided by the initial reporter: customer response: are you able to provide a batch no. For the product reported? No. Was there any adverse event(s) as a result of the reported defect? No reported adverse events. We have had issues with the (B)(4) IV tubing since the rollout. The tubing often seems to kink, come apart from IV catheters and at stopcocks. Today I was called in to an or where we were caring for a critically ill, infected patient, and the IV tubing could not stay intact. Luckily I was able to make a video of this. The anesthestist told me this was not the first time. The IV set used is 24230007.